Event description:
"24f powerglide catheter (lot rejs0067, ref f122080t) being used for ultrasound IV needle insertion. While advancing plastic catheter over guidewire, unable to completely remove the device. Device ultimately removed with plastic catheter becoming and "accordion" on itself, needle not safely retracted completely. They were unable to save due to the exposed needle. No patient harm".